Manufacturer narrative:
(B)(4) = handles. Additional information was requested and the following was obtained: was clip fed sideways? No. Was clip malformed? Yes. Did clip fall off of vessel after being applied? It was observed that some clips fall of vessel. Was there any bleeding? No. If bleeding, please quantify amount of bleeding na. Patient status is ok. The er320 device was returned with the handles fractured. Upon inspection, the jaws were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy operation, at the cystic artery and ¿choledoch¿ clip applying clip was applied awry and fell down to the abdominal and when clip jaws closed clip was oblique and cannot fit on the vessel.